Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon stayed inside - vagina "[foreign body in reproductive tract]" tried to remove "[tampon]". The string came off in my hand "[complication of device removal]" string came off - tampon "[device breakage]". Case narrative: consumer reported via e-mail that tampon string came off during removal. No serious injury was reported.